Manufacturer narrative:
The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it has partial separation and is detached from the jaw with metal exposed. A portion of the teflon pad appears to have been slightly melted and charred. The user¿s complaint of partial melting is confirmed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the physical investigation result, the exact cause of the event cannot be exclusively identified. However, from the past investigation results, the peeling of the teflon pad (tissue pad) likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of the teflon pad partially melting during a therapeutic total laparoscopic hysterectomy (tlh). The procedure was completed with a similar new device. There was no impact to the completion of the procedure. There was no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that a portion of the teflon pad was partially separated from the jaw and peeled back with metal exposed. This medwatch is being submitted for the reportable issue of the peeled back teflon pad with metal exposed as observed during device evaluation.

Manufacturer narrative:
Please see update in h6 ¿ type of investigation.

Event description:
Addendum apr 20, 2022. The event occurred at the end of the procedure when the doctor was performing seal and cut function. There was no delay in the completion of the procedure. The device was inspected before use with no anomalies noted. The connection points to the generator were inspected. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled.

Manufacturer narrative:
Additional information has been received from the customer. Correction being made to the g3 date of the initial MDR. This supplemental report is being submitted to provide this information. The g3 date of the initial MDR is jan 19, 2022. Information on concomitant devices used in the event is not available.